Event description:
It was reported that during a surgical procedure, the radiolucent drill bit broke into two pieces. It was also reported that there was no injury to the patient and the drill bit was replaced.

Manufacturer narrative:
The radiolucent drill bit subject to this MDR was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.